Event description:
Customer reported experiencing high blood glucose readings of 600 mg/dl. Customer stated that they treated with manual injections and their blood glucose readings decreased to 339 mg/dl. Customer also received a no delivery alarm when attempting to bolus. It was noted that the alarm was resolved by a complete set change and troubleshooting was not performed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.